Event description:
It was reported that during use the 13mm flexible reamer head (360.257) detached and was still in the femoral canal and then a 6.0/1.0mm cannulated stepped drill bit (357.403) broke at the base. Consultant reported patient was transferred from outlying facility to (B)(6) hospital with subtrochanteric fracture. Patient had im nail implantation in the 1980's which was done in (B)(6). Patient presented with no hardware. Patient also had history of infection and some type of bone graft from a previous surgery. The subtrochanteric fracture was through a partial union, and showing hard sclerotic bone at the fracture site. On (B)(6) 2013, surgeon implanted trochanteric fixation nail (tfn) for fracture repair. Surgeon used a 13mm flexible reamer (360.257) to prepare the canal for the nail. The reamer passed through the proximal segment of the fracture, but stopped advancing 5mm past the distal segment of the fracture site. Surgeon removed the reamer from the canal, and found the reamer head was detached from the reamer shaft. X-ray showed the reamer head still in the fracture site. Surgeon then used the t-handle with the ball tipped reaming rod and a mallet to back out the broken reamer head. A non-synthes 9mm ball tipped reaming rod was then used to complete enlarging the canal to 15.5mm and a 14mm 130deg. Nail was implanted. Surgeon then used a 11mm cannulated non-synthes drill bit to open the lateral cortex, followed by 6.0/1.0mm (357.403) cannulated stepped drip bit to advance into the neck of the femur. The drill bit advanced roughly halfway until resistance was met. Surgeon applied heavy pressure and the drill bit broke at the base where it attached to the power driver. Another stepped drill bit was retrieved from a second tfn set with no further issues and no adverse event to the patient. This is report 2 of 2 for complaint 54152.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing evaluation was performed. It states that the device was received with the reamer head detached from the flexible shaft. No other marks or discoloration are present. Due to an unknown cause, the reamer head separated from the flexible shaft. The material and hardness of the shaft could not be verified because they specifications are not given on the drawings. The major diameter of the shaft and reamer head is within specification as well as the cannulation. The instrument conformed to dimensional specifications at the time of manufacturing. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position. The product development event evaluation was performed by the pd engineer. It states that one 13.0mm flexible drill bit large qc/385mm (part#360.257, lot#6524385) was returned for evaluation with complaint category "broke". The returned device (lot#6524385) was manufactured in april 2011 and is over 2.5 years old. The returned drill bit is fractured on the distal end at the weld joint of the reamer head and shaft. Product drawing 360_257 revision e was reviewed during this evaluation. The flexible shaft and connections are designed to withstand 5nm of torsional force. The cannulation in necessary to provide precise drill placement via guidewire. The design is adequate for its intended use and did not contribute to this complaint condition. The tfn design and clinical risk management document (se_369447, version: ab) adequately addresses this complaint condition. Specifically, line#240 assesses the risk associated with an instrument breaking as a less severe risk with a moderate severity of harm "3" and an unlikely probability of occurrence "2" with possible harm listed as "significant (>20%) prolongation of surgery." There are 4 complaints for part# 360.257 with complaint category "broke" in which the drill bit broke at the distal end (weld joint) in the entire us complaint history (search criteria sept 20 1990 to sept 20 2013) and approximately (B)(4) have been distributed in the us since 2006 ((B)(4)) which results in an estimated us complaint rate of (B)(4). This drill bit is a multiple use item so the actual complaint rate based on usage would be significantly lower. The design is adequate for its intended use and did not contribute to this complaint condition. This complaint was caused by the surgeon applying heavy pressure off axis/creating excessive cantilever loading. Therefore, this complaint is invalid from a design perspective.

Event description:
This is report 2 of 2 for complaint (B)(4).